Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump had "problems"; however, the customer declined to provide further information. Customer's a1c elevated and alleged the pump was the cause. Customer declined tandem technical support's offer to perform a pump system check.

Manufacturer narrative:
(B)(4).